Manufacturer narrative:
Additional devices implanted and involved: plc181200/12061390 and plc231400/11626275. (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses.

Manufacturer narrative:
Corrected the conclusion code.

Event description:
The patient reported the following information: on an unknown date in 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported the patient stated his device "collapsed". On an unknown date in (B)(6) 2015, it was reported the patient underwent a reintervention to treat the alleged collapsed device.